Manufacturer narrative:
(B)(4).

Event description:
It was reported a day after implantation, high right ventricular threshold and increasing pacing lead impedance were observed. Lead dislodgement was suspected. The lead was explanted and replaced. The patient condition was not affected from the event and procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.